Event description:
Caller reported a malfunction on pump and provided malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Cts assisted caller with resetting the pump and no further malfunction codes occurred after reset. Customer may continue to use the pump and was instructed to call back if any malfunction code recurs.